Event description:
The helix on this lead would not deploy during the implantation procedure. Therefore, the lead was not implanted.

Manufacturer narrative:
The helix would not deploy during implant. The analysis from the manufacturer is pending.

Event description:
The helix on this lead would not deply during the implantation procedure. Therefore, the lead was not implanted.

Manufacturer narrative:
(Other): the helix would not deploy during implant. The analysis from the manufacturer is pending.